Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. The field representative indicated the impedance has always trended high. There were no adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service the patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.